Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that post-implant of laparoscopic adjustable band procedure, the patient presented with abdominal pain on (B)(6) 2010. A laparoscopic cholecystectomy was performed on that date. At the time the cholecystectomy was performed, the band was examined visually/laparoscopically and it looked fine and appeared to be in the correct position. The patient had their last fill on (B)(6) 2010. At that fill 1.5cc was added for a total of 3.5cc in the band. On (B)(6) 2010 the patient presented, (at martin memorial), with abdominal pain and blood in the sputum. The patient had an upper gi, from that a band erosion was suspected. An hgb and hct were performed and the patient was transfused 6 units of rbc. On (B)(6) 2010, the patient was transferred to the original surgical hospital (jupiter medical). On (B)(6) 2010, the band and port was removed. During removal, the surgeon noted the strain relief was out of place, it had migrated along the tube. The locking connector was on the port and in the locked position. Both the band and port were discarded.